Event description:
Pt's meter was incorrectly set to mg/dl (incorrect unit of measurement). Nurse noticed this and set it back to mmol/l. The following day the pt noticed a "y" within the result area of the display. The pt reported no high or low blood glucose symptoms while attempting to test. No medical intervention was reported. The issue was not resolved with troubleshooting. No further info has been reported.